Manufacturer narrative:
The device was received with blank display due to electronic assembly with moisture damage. The motor and keypad assembly found with traces of moisture. The device was received with cracked case at display window corners and reservoir tube lip. The device was received with minor scratched lcd window. The button error keypad anomaly was unable to be verified, due to the blank display.

Event description:
The customer reported via phone call that their insulin pump had been washed in the washing machine, and is now receiving button error alarm. The customer's blood glucose level at the time of incident was 417mg/dl. The customer states they are treated high levels with manual injection. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.